Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the malfunction. Customer¿s blood glucose (bg) level was 400 mg/dl. The customer continued to use the pump for insulin therapy.